Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation cannot be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had an enlarged atrium and large valve. One clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted. While advancing the clip, it was observed the first clip detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned and deployed. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.